Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis. A review of the lot history records and the similar complaints review could not be performed as the part and lot information was not provided. The reported patient effects of tissue injury, hemorrhage, sepsis, heart failure, cerebrovascular accident, cardiac tamponade, hematoma, and unchanged mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, and due to the limited amount of information available and the article covering multiple patients, a cause for the reported leaflet tear (tissue injury), hemorrhage, sepsis, heart failure, cerebrovascular accident, cardiac tamponade, hematoma, and unchanged mitral regurgitation could not be determined. The reported unexpected medical interventions, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached: percutaneous mitral valve repair with mitraclip device in hemodynamically unstable patients: a systematic review. The patient deaths and device issues reported in the article are filed under different medwatch report numbers.

Event description:
This is filed to report the serious injuries. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, leaflet tear, hemorrhage, sepsis, heart failure, cerebrovascular accident, cardiac tamponade, hematoma, unchanged mitral regurgitation, medical intervention, hospitalization, and surgical intervention. Device issues include single leaflet device attachment (slda). Details are listed in the attached article, titled ¿percutaneous mitral valve repair with mitraclip device in hemodynamically unstable patients: a systematic review.¿.